Event description:
The incident date is unknown. The customer complaints blood leak during the treatment. No serious injury to the pt but we do not know whether medical intervention was needed or not.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. No sample is available for investigation. No further info is expected for this specific event, and the case is considered closed. At the time being we do not know the exact claimed product type only the product group.